Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR. Report #: 1627487-2014-21126. The pt received two scs leads and two scs anchors, each have the same lot number. It was reported the pt was not receiving right-sided stimulation. Diagnostics revealed multiple invalid impedances. X-rays did not provide certainty if the lead had migrated, however; there were multiple loops/ kinks observed at the anchor site. Follow-up identified surgical intervention will be taken to address the issue.